Manufacturer narrative:
Upon reception, the reported issue was not confirmed. The ble interrogation communication with a ble pm works normally, it was possible to leave the session without blocking. The smarttouch followed the repair procedure and the version software was updated from 3.12 to 3.16 before sending the device to the field. This case is recorded for trending purposes.

Event description:
Reportedly, the screen did not respond when exiting the follow up.

Event description:
Reportedly, the screen did not respond when exiting the follow up.